Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) intermittently failed to maintain communication with the ilet, resulting in pairing failures to the ilet while the dexcom app continued to display readings; a restart of the ilet restored pairing, consistent with an intermittent communication failure involving the electrical/magnetic subsystem and antenna component of the integrated system. No adverse clinical symptoms reported. Outcomes included no health consequences or impact, and blood glucose was not affected. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the devices consistent with intermittent communication failure associated with the system¿s antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.